Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set bent cannula issue, which led to high blood glucose level and was treated with multiple daily injections event on 28 may 2026.